Event description:
Device malfunction: none. Time of symptoms/ ae: during and after the procedure. Symptoms/ ae: speech difficulty, diminished hand strength. It was reported that during a stent procedure at the left internal carotid bulb, during post-dilatation, the patient became symptomatic with speech difficulty and was hypotensive (42/65). It was noted that post-procedure, the patient was still experiencing diminished hand strength contralateral. Tpa was administered via a 10 ml bolus, however, no post-stent angiography views were taken. Additionally, it was reported that the patient had a documented stroke during the procedure, and a second stroke within the first few days post-procedure. The date of discharge is not known/reported. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The rx accunet part#1011649-65, and the rx viatrac prt# unk, indicated in b5 and d11, are being filed under manufacturer report number 3004742046-2006-00514 and 3004742046-2006-00515.